Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, one haptic was missing when the lens was deployed into the patient's eye. The lens was removed from the patient¿s eye and replaced with another lens (in and out). During removal, the lens was broken, but all pieces were retrieved. The procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.